Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen and became unresponsive, after which a replacement was arranged and the user was instructed to shut down the device, return it with the provided carrier label, and complete startup on the replacement. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included complaint handling, review of shipping and return records, and attempts to retrieve the original device. Investigation of this case revealed that the original device was mailed via an alternate carrier, was not received by the manufacturer, and was considered lost in transit. It was concluded that the screen damage rendered the device unresponsive and that no patient harm occurred, while the device could not be evaluated due to loss in transit. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.